Manufacturer narrative:
The customer stated that quality control (qc) was run before and after the event with no issues. The customer stated that the results of qc were a little low but within their set range. There is no evidence that dxc chemistry results were affected by this malfunction. A bec field service engineer (fse) was dispatched for this event and found no instrument system issues. The fse did observe unicel closed tube aliquotter (ucta) hardware failures. The fse indicated that the pump was not providing the correct air pressure, and the gauge was not measuring the air pressure, which prevented the system from reporting an error condition. The fse also observed that sample probes were not being properly cleaned because of the poor air pressure. The fse replaced the malfunctioning ucta air pressure gauge and air pump box.

Event description:
A customer contacted beckman coulter (bec) indicating that the unicel dxc 880i synchron access clinical system (full system) generated erroneous creatinine kinase - mb (ckmb) and b-type natriuretic peptide (bnp) results for three (3) patients. The customer verbally provided the patient results, which are provided in section b6 of this report. It is unknown whether the proservice results are from different patients. Result printouts and patient information were not provided. The customer indicated that only one of the patient results was reported out of the laboratory, and there were no patient treatment consequences.